Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were not responding, so customer removed battery and let pump rest and received an unexpected restart alarm. Customer also reported that insulin pump had a constant tone. Customer's blood glucose was 242 mg/dl. Customer was advised that insulin pump would need to be replaced.